Manufacturer narrative:
The patient information in section a was inadvertently not entered in the initial complaint report. Therefore, it has been added in the follow-up 1 correction report.

Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-11-19, (245 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specifications.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2024 to report that the patient being supported with an excor pediatric vad system had elevated ldh levels. The patient's ldh value showed >1000 u/l on (B)(6) 2024.the upper limit of normal for ldh at this site is 409. According to the site, the excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) performed as intended with complete fill and ejection. The site also reported that a small fibrin layer was noted at the cannula pump junction, specific blood flow direction was not noted at this time. There were no abnormal sounds from the pump.